Event description:
Additional information received indicated that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent under-sensing. Programming changes were made. The patient was stable throughout and continued to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of intermittent under-sensing. No intervention was reported. The patient condition was unknown.